Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental that the customer has experienced high blood glucose and bent cannulas. The customer's blood glucose was over 400mg/dl, customer was at doctor's office; treated and changed set while their visit. The customer treated with manual injections. Customer removed the sent and noticed it was bent. The customer was advised to call back if future assistance is needed.